Event description:
It was reported that during the procedure, air bubble was detected in the tubing set, however the bubble alarm error message did not appear. The issue was resolved by exchanging the tubing set. This procedure completed successfully without any adverse consequences to the patient.

Manufacturer narrative:
No further information is available. Product was discarded by the facility/ not returned for investigation. (B)(4)